Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 6719 adaptor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable impedance values and increased counts to the sensing integrity counter (sic) which resulted in a lead integrity alert (lia). It was further noted that the thresholds of the lead were variable. The implantable cardioverter defibrillator (ICD) also triggered an alert for superior vena cava (svc) coil impedance values on a single coil lead. The ICD and lead remain in use. No patient complications have been reported as a result of this event.